Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the implantable neurostimulator (ins) had an out of box failure. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the last two times the patient charged the implant site got very hot. The last time the patient charged the implant site stayed hot until the implant died again. It was noted that the patient¿s therapy had been steady and there were some areas of coverage that didn¿t work but that had been the same since implant. The representative mentioned the patient had a prosthetic leg so they fall all the time and their gait was off but the patient hadn¿t fallen on the implant site. The implant had died since the site was hot to the touch so the patient didn¿t want to recharge. The controller charge was low and the patient was charging the controller so they could charge the implant and it could be interrogated with the tablet. There were no signs of skin irritation. The indications for use were non-malignant pain and phantom limb pain.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep stated the cause of the heating was not determined. The rep said that on (B)(6) 2019 they met with the patient at the physician¿s office the physician instructed the patient to leave the device off until an ins replacement could be scheduled. The rep said it was unknown if the situation has resolved as the patient has left the device off until they received a replacement. No further complications were reported.